Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high out of range pace impedance measurements and noisy signals observations.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to high out of range pacing impedances of greater than 3000 ohms through the pacing system analyzer (psa) and noisy signals. While attempting to find optimal lv placement, it was noted that vessel damaged occurred therefore, a new lv lead was selected; in addition, the physician utilized a less desirable branch for the final lv placement. The lead was successfully removed and replaced with a different lv lead. There were no additional adverse patient effects reported. The lv lead has been returned to boston scientific for further analysis.